Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that all of the patient monitors were down. The remote service engineer (rse) connected to the site remotely and noticed the ix service on the server was stopped. The rse tried to restart it and reboot the server, but it did not work. The rse escalated the issue to the national support specialist (nss). The it department migrated the virtual server, and the system needed to be relicensed, because the hardware did not match. The nss team resolved the license issue. Based on the information available and the testing conducted, the cause of the reported problem was the software license. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that all the monitors and station are down. The device was in use on a patient. There was no report of patient or user harm.